Manufacturer narrative:
The insulin pump had no button error alarm. However, the insulin pump was received with intermittent button response due to moisture damage keypad trace. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 72 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.